Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer called back after installing a new battery, monitored insulin pump for 2 hours, and frozen display recurred. Customer was assisted with put insulin pump in storage mode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a blank display. After further review, did not note any signs of previous moisture damage or corrosion on any of the boards or assemblies within the device. The problem seems to be isolated to electrical board. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. (B)(4).